Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and a tricuspid valve regurgitation (tr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. The clip was implanted, reducing mr to 1-2. The steerable guide catheter (sgc) was retracted into the right atrium. One clip was implanted on the posterior/septal leaflets, and the tr was reduced. A second clip (80607u187) was used to treat a residual regurgitation between anterior and septal leaflet. The clip was placed without any issues. Approximately 1 minute after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (slda). In the physicians opinion, the slda was due to the thin and restricted/tethered leaflets. A third clip was implanted for stabilization of the slda clip, reducing the tr to 2. It was noted that visualization was difficult during the procedure due to patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. It should be noted that, per the indications for use of the mitraclip system (IFU): the mitraclip nt system is intended for reconstruction of the insufficient mitral valve. All available information was investigated and the reported single leaflet device attachment (slda) and difficulty in visualization appears to be due to challenging patient anatomy (thin and restricted leaflets). The reported use error of the mitraclip device to treat tricuspid valve regurgitation (tr) did not contribute to any of the reported issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.